Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient's stimulator kept shocking them. Patient indicated that they turned down stimulation to 3 and when they moved, it still shocked them. It was indicated that they were implanted with a foley catheter because she had low urine output. Patient services directed patient to turn stim down more, which was  done to 2.5, but was still shocking them. The issue was not resolved through troubleshooting. No further complications were reported at this time.